Event description:
According to the complainant, during a procedure the nurse tried to open the needle and the catheter cracked when the doctor tried to take a biopsy. The procedure was completed with a different competitor device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "stable".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted. Disposed.